Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Mom reported pod alarming with a continuous beep, stating that child had high bgs. (274-483 mg/dl) and pdm wouldn't communicate with pod. Activated new pod. Suspect pod returned for eval.